Event description:
It was reported that a caregiver tripped over the handle of the o2 bottle while the cot was in the ambulance and injured their arm. It was reported that the caregiver is out on medical leave due to the injury. No patient was injured during this event.

Manufacturer narrative:
It was originally reported that a caregiver tripped over the handle of the o2 bottle while the cot was in the ambulance and injured their arm. It was reported that the caregiver is out on medical leave due to the injury. Communication with the user facility confirmed that the user had actually returned to work and did not sustain injuries from the event. No alleged device malfunction

Event description:
It was reported that a caregiver tripped over the handle of the o2 bottle while the cot was in the ambulance. No patient was injured during this event.